Event description:
The medical affairs specialist attempted unsuccessfully to speak to the lay user / patient for more information. A letter has been sent to reach the patient. The patient contacted lifescan (lfs) on 10/7/05 alleging that segments were missing on the meter. The patient went to ER a few months ago; however, the patient was unwilling to do troubleshooting with the customer service agent (csa). The patient mentioned at the time his arm had been aching and he experienced a headache at the time of the event. There is no information on whether the patient tested his blood glucose prior to going to the hospital. The patient did, however, take insulin after attempting to use the meter. He had been cleaning the meter with control solution. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, the readings and diagnosis in the hospital and how long segments had been missing on the meter. Csa sent the patient a replacement meter and control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.